Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: -performed a visual inspection of the returned item and found it to exhibit signs of repeated use and has fractured on the lateral side of the post feature. All pieces were returned. Photographs were used in evaluation of the product. -the device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. -the summary of investigations for complaints associated with the tibial articular surface provisional (tasp) fracture, are that fractured tasps are analyzed by optical microscopy revealing hackle marks and river lines, in the case of bending overload; and hackle marks, river lines and striations were found in the case of low cycle fatigue culminating in a bending overload failure type. In addition to the visual and optical microscopy analysis, a review of the dhf and dfmea was performed. Ongoing complaint monitoring confirms that the rate of instrument fracture is within the expected risk profile. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the device was returned fractured. All pieces have been returned. Attempts have been made, but there is no additional information at this time.